Event description:
It was reported that the solis cage broke while inserting by slightly hammering. The sales rep also reported that another cage was used to complete the procedure.

Manufacturer narrative:
Method: device history review; complaint history review; results: the plausible root cause of the reported event is misuse - specifically excessive impaction force during cage insertion. The IFU for the solis cage indicate that the cage should not be impacted. Conclusion: the returned solis sterile peek cage 14 x 6 mm was confirmed to be fractured upon visual inspection. A delay of 5 minutes was reported. No new harm/hazard has been identified. No issues were identified in the manufacturing records for the associated lot that may have contributed to the reported event.

Event description:
It was reported that that the solis cage broke while inserting by slightly hammering. The sales rep also reported that another cage was used to complete the procedure.